Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e. Device evaluation: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, pace testing, and ECG testing without duplicating the report. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Review of the device activity logs did not show any faults, other than user advisories related to patient coupling, that could be associated with customer report. No trend is associated with reports of this type.